Event description:
It was reported that during an angioplasty procedure, the tube was allegedly lost from the connector. It was further reported that the device allegedly broke from the tube. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Three photos were provided by the customer and reviewed. The first photo shows the detached inflation luer from the catheter shaft. Second and third photo shows the inflation luer is disassembled from the catheter shaft. No other anomalies were noted. Therefore, the investigation is confirmed for the reported detachment issue, as the inflation luer was noted to be detached in the provided photos. A definitive root cause for the reported detachment issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 02/2024), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an angioplasty procedure, the tube was allegedly lost from the connector. It was further reported that the device allegedly broke from the tube. The procedure was completed using another device. There was no reported patient injury.